Event description:
The customer reported, the device has a pad cable failure. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device has a pads cable failure. There was no reported pt involvement. The device was sent to the philips repair bench and the problem was further clarified. It was found that the device failed ECG front end, not detecting pads cable and test load. The power pca was replaced to resolve the problem. All performance assurance tests passed and the device was sent back to the customer.